Event description:
It was reported that before a vascular surgery, the graft came out of the box frayed on the collar. The fraying was described as non significant, and the graft was subsequently cut using a cautery knife. The surgery was completed without any further complication for the pt.

Manufacturer narrative:
(B)(4). A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to established procedures and no anomaly was found. Specifically, the review of the characteristics (suture retention testing strength at 45 degrees and 90 degrees, and longitudinal tensile strength) on the same fabric as the complaint device indicated values within product specifications. No conclusion can be drawn. However, the investigation performed would tend to indicate that the device was not defective.